Event description:
The mother of a home peritoneal dialysis patient reported that the patient received an overfill of solution during fill 1. The patient c/o pain in the stomach so patient bypassed to drain. The drain volume shown was 3,390 ml. The fill volume in fill 1 was 1,120 ml. The patient felt relieved after draining. There was no serious injury or illness.